Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a revision breast augmentation with two 800cc mentor memorygel breast implants suffered several unexplained systemic symptoms, including smell diminished, taste diminished, sleeping all the time, fatigue, heat sensitivity, noise sensitivity, choking, dry hacking, difficulty swallowing, during sad moments throat would close, tinnitus, continued post menopause, worse around periods, immunity crashed , lip herpes, shingles, anemia, low b12, low iron, hypercalcium levels, focal migraine, left side went numb, fluid cysts, complicated cysts on ovaries, left oophorectomy, cycstectomy, novasure, extreme bleeding during period, extreme hormone swings, hormone imbalances, hospitalized because she couldn't swallow, had to retrain her esophagus to swallow, joint pain, bunion on right foot, jaw issues - tmj, right wrist issues, ibs, c-diff for 6 months fighting for her life, immunity low, dry hacking cough, sick 2-3 times with the flu, (B)(6) 2018 bumped a rock and her tailbone hurt until after implant removal surgery, right wrist had swollen up 3x the normal size, right wrist snapped every time she moved, join inflammations, ibs, weird explosive gas for 2-3 years, 2 focal migraines post surgery, weird thick oozy gooey slime from arm pits (not liquid sweat), frequent hyper urination, sometimes urination with traces of blood, hair loss, stomach bloating, terribly itching rashes around breast chest, terribly itching rashes on shoulders, left calcific tendinitis, right calcific tendinitis, extremely painful calcification, skin discoloration, nails not growing healthy, vision blurry, pvd of the left eye. As a result, the patient underwent removal without replacement on (B)(6) 2019. After the removal surgery, the patient stated that tinnitus, joint inflammation, smell and taste, bowel movements, a rash and itchiness were improved, she can now swallow normally, she doesn't cough as much, and color of her skin has come back. However, she continued to experience bloating in stomach and lost 8 lbs from the joint inflammation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for one of the reported prostheses.